Event description:
The manufacturer received info alleging a ventilator's lcd display was blank. No pt harm or injury was reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's lcd display was replaced to address this issue.